Manufacturer narrative:
This event occurred in (B)(6). The customer¿s calibration and quality control information was requested but not provided. The observed differences in ft3 values generated with the roche assay and siemens centaur assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys ft3 iii result for one patient from a cobas 8000 e 801 module, serial number (B)(4). The customer reported out the result to a physician who asked for re-measurement of the sample. Sample from the patient was submitted for investigation and was tested on a cobas 8000 e 801 module and an outsourced centaur analyzer. Refer to the attachment to the medwatch for all patient data.